Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: how was the bleeding identified? From the drainage. How was the bleeding addressed? Managed in the department, in one case with blood transfusion. Any difficulty with stapler device intra op? No.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the bleeding addressed? Monitoring in the dept . How much blood was lost (ml)? Unk . Did the patient require a transfusion? In one case did it require a change in the surgical procedure.? No these are mainly post op events; in the intr op case (not able to identify which one) the surgical approach was not changed. Is the current patient status known? No . Was there any patient consequence or change in the post-operative care of the patient as a result of the event? In one case it was needed the transfusion. Not able to identify which one. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post right colectomy, the patient started bleeding. Potential causes of bleeding attributed to the white cartridge used for the ileocolic anastomosis or the blue cartridge for the colonic stump.